Manufacturer narrative:
An event of complete heart block, pericardial effusion, and cardiac tamponade was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported complete heart block and cardiac tamponade could not be conclusively determined. The reported hospitalization, unexpected medical intervention, and surgical intervention were results of case-specific circumstances as a temporary pacemaker was placed and subsequently a permanent pacemaker was implanted, and pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient did not have a history of conduction disorders, nor pericardial effusion noted prior to procedure. The baseline rhythm was noted to be normal sinus rhythm. The length of the membranous septum was 3.2mm, and there was no calcification extending beneath the aortic annular plane in the interventricular septum. While performing a pre-implant balloon aortic valvuloplasty (pre-bav), the patient went into a complete heart block. With rapid pacing pre-bav was performed using an unknown sized balloon. During the procedure, the valve was able to be implanted successfully at a depth of 4mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). The patient's cardiac conduction remain unchanged, it was decided to place the temporary pacemaker. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay. Post-procedure, it was noted that the temporary pacemaker had unstable contact and not providing adequate back up pacing. On the same day, a permanent pacemaker was implanted. Later that afternoon, the patient's condition worsened into cardiac tamponade with a pericardial effusion. Pericardiocentesis was performed to treat the effusion. The patient had a prolonged hospital stay for monitoring of rhythm. The user doesn¿t believe an abbott device caused the pericardial effusion. The patient was discharged.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient did not have a history of conduction disorders, nor pericardial effusion noted prior to procedure. The baseline rhythm was noted to be normal sinus rhythm. The length of the membranous septum was 3.2mm, and there was no calcification extending beneath the aortic annular plane in the interventricular septum. While performing a pre-implant balloon aortic valvuloplasty (pre-bav), the patient went into a complete heart block. With rapid pacing pre-bav was performed using an unknown sized balloon. During the procedure, the valve was able to be implanted successfully at a depth of 4mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). The patient's cardiac conduction remain unchanged, it was decided to place the temporary pacemaker. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay. Post-procedure, it was noted that the temporary pacemaker had unstable contact and not providing adequate back up pacing. On the same day, a permanent pacemaker was implanted. Later that afternoon, the patient's condition worsened into cardiac tamponade with a pericardial effusion. Pericardiocentesis was performed to treat the effusion. The patient had a prolonged hospital stay for monitoring of rhythm. The user doesn¿t believe an abbott device caused the pericardial effusion. The patient was discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.